Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During the device investigation, a field service engineer stated that the users were unable to remove the medications, delaying patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer found that the faulty row board and rear chassis connection caused the malfunction. Reseated row board connections and adjusted the rear chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During the device investigation, a field service engineer stated that the users were unable to remove the medications, delaying patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to rowboard and rear chassis being loose connections. A field service engineer reseated rowboard connections and adjusted the rear chassis to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.